Manufacturer narrative:
(B)(4). Device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing unspecified problems with the implant.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the tibial component. Updated information indicates that the tibial component was revised due to loosening. The root cause still appears to be related to (B)(4) as previously reported.

Event description:
It is now reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
Concomitant medical products: trabecular metal femur, catalog 42502806802, lot 62713421; right articular surface 11mm, catalog 42522000611, lot 62643903; nexgen standard patella, catalog 00587806538, lot 62640421.

Event description:
It was reported that the patient was revised due to pain and loosening approximately two years post implantation. Operative notes received indicated the patient for revision due to mechanical loosening. The report further noted that the femoral and patellar components were well fixed and that fifty percent of the tibial component was covered with bone and fibrous tissue. The tibial component and articular surface were removed and replaced.

Manufacturer narrative:
This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Primary operative notes indicate range of motion and stability were checked with final components and found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella. No intraoperative complications were noted. Office visit notes dated august 22, 2014 indicate physical examination and x-rays revealed the patient was doing well. Office visit notes dated may 27, 2015 indicate the patient was experiencing pain and that x-rays are concerning for failure of the right total knee arthroplasty. Returned x-rays appear to show radiolucency under the tibial component on the medial side. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Other devices used: catalog #42522000611, persona vivacit-e highly crosslinked polyethylene articular surface cruciate retaining, lot #62643903. Catalog #42502806802, persona trabecular metal cruciate retaining femoral component, lot #62713421. This report will be amended when our investigation is complete.

Event description:
It is now known that the patient is experiencing pain and limited mobility of the implanted joint. Patient underwent a manipulation on (B)(6) 2015.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.